Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 24mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments npi 8015 unable to connect to server case #: (B)(4) case subject: no patient involvement 8110 error 351.6770 account name: (B)(6) hospital for children account #: (B)(6) asset name: 8110 v9.15 syringe module asset location: contact: (B)(6) (B)(6) had error 351.6770 on 8110syringe sn (B)(6). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I recommended (B)(6) to replace pressure sensor assy. Assisted with part number. (B)(6) will replace pressure sensor assy.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 24mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Othe - other- specify in comments npi 8015 unable to connect to server case #: (B)(4). Case subject: no patient involvement 8110 error 351.6770 account name: (B)(6) hospital for children account #: 1187301 asset name: 8110 v9.15 syringe module asset location: contact: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) had error 351.6770 on 8110syringe sn (B)(6) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I recommended brandan to replace pressure sensor assy. Assisted with part number. Brandan will replace pressure sensor assy.

Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 24mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).